Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Boston scientific technical services (ts) was contacted for assistance and discussed a possible root cause of a setscrew issue. The noise was intermittent and it was suspected that the noise was caused by electromagnetic interference (emi). Increased follow-up and monitoring was planned for the patient. A couple months later, the right ventricular (rv) lead was surgically abandoned and replaced. The device was explanted. No additional adverse patient effects were reported.

Event description:
Additional information received indicates the physician suspected there was a micro-fracture on the rv lead. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.